Manufacturer narrative:
Device received pump error alarm during self test due to faulty y1.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed self test alarm. The customer¿s blood glucose was unknown. Customer states they was able to successfully clear the alarm. Customer stated that the insulin pump did not required for rewind. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.